Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 500 and 476 mg/dl. Advised customer to monitor the insulin pump. Customer declined to troubleshooting since she was aware it was all about her infusion set why she had high blood glucose. Customer mentioned that her high blood glucose was happened because the cannula was kinked. Troubleshooting was completed for bent cannula. Customer mentioned that the cannula was too short for her. Customer was at work and noticed that she was not felt better. Insulin pump will not be returned for analysis.